Event description:
It was reported that the user experienced hypoglycemia reported at 48 mg/dl after prolonged hyperglycemia and administered a meal announcement followed by external insulin while remaining connected to the ilet, which was identified as insulin stacking and an improper procedure, and the low was treated with oral carbohydrates including juice and food. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included an unexpected medical intervention requiring medication in the form of oral glucose. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem, and that a device component term was not applicable. The event was associated with improper or incorrect use while connected to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.